Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to a skin breakdown around the implant side.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).